Event description:
During the clean-up of the slush machine, a tear was discovered on the slush drape. The tear was about 0.5 mm long. The tear was located on the area that covered the warming basin of the slush machine. The sterile field was contaminated. The tear was found after the heart procedure was performed and the pt had already left the room. The pt was given large doses of antibiotics as a result of this incident.